Event description:
Caller states the patient tested 1.8 inr on the coaguchek s system and 2.9 inr on a comparison lab. Coumadin was adjusted based on device result, however, no adverse event reported. Requested return of suspect system and replacement was sent.